Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure for gastric ulcer performed on (B)(6) 2025. During the procedure, multiple clips were placed successfully; however, one clip did not release from the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.